Event description:
It was reported that an increased extended charge time value was noted during patient visit. Device was explanted and replaced at eol.

Manufacturer narrative:
No medwatch form was received.